Event description:
The caller alleged discrepant results when repeated using the inratio meters. The results are as follows: 8pm -6.1, 6am -5.4, 6pm -6.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of repeated test with inratio meter. The results are as follows: as per internal procedure rev. 2, the acceptance criterion for imprecision is a %cv of 20 or less criterion is met. The criterion is met in this event. Also as per internal procedure 50 rev. 2 section 8.3. If the time elapsed exceeds three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt.